Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The identified failure mode of "navigational integrity" for excelsiusgps. While utilizing excelsiusgps it was reported to globus medical that the l1-l and l2-l screws were removed and replaced. An investigation of the case logs revealed that the root cause was a combination of pre-operative merge shifts and excessive deflection forces. The anatomy of l2 was not centered or easily distinguishable in the images used for the merge, causing a lateral merge shift. Merge shifts can cause can a loss of navigational integrity. Additionally, excessive deflection forces were noted during placement of l1-l, causing it to skive off trajectory. Skiving can lead to the misplacement of screws. Ultimately, the user opted to re-register the patient and replace the misplaced implants with no adverse effect to the patient. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.